Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: 7096055.

Event description:
It was reported that the patient underwent a revision procedure, wherein the leads were replaced due to lead migration the patient was doing well postoperatively. All explanted device components will not be returned as they were discarded by the facility.